Manufacturer narrative:
Altimate medical contacted the upholstery supplier and had fabric covers made for this particular facility per their request.

Event description:
On (B)(4) 2013 altimate medical received a phone call from a medical equipment dealer requesting arm covers for their easystand strapstand due to a client getting a skin tear/cut when going from the standing to the sitting position. To obtain more information regarding how this occurred, altimate contacted the facility and was informed that this facility has elderly patients that are on coumadin and that their skin is very sensitive and can cut very easily. Because of this, the facility requested fabric covers to cover the metal on the arms of the easystand strapstand.